Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 51.7 cm with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Due to the overtorqued inner coil at the connector region, the helix could not be extended by applying torque to the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during implant of the right ventricular lead, the physician noted that there was more resistance than normal when extending the helix. Then when the physician attempted to reposition the lead, they were unable to advance the stylet past the ring electrode. The physician elected to remove the lead and use a different one instead. The patient was in stable condition.